Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 117 mg/dl, 400 mg/dl and 426 mg/dl. The customer reported that the insulin pump received no delivery alarm after that customer's blood glucose level went up and it was found that the cannula was bent. The customer performed fixed prime and it was found that the insulin exited and the customer was asked to replace infusion set as it might be occluded. The insulin pump will not be returned for analysis.